Manufacturer narrative:
One photo was returned for evaluation. Visual evaluation of the image found that the neck flange was broken. One device was returned for evaluation in used condition. Visual inspection of the device found that there was a split on the right side of the neck flange and the left side of the neck flange was broken. A review of the testing and inspection documents was performed and considered adequate and correct. A review of the manufacturing process on a similar part was performed and found no issues. A review of 32 devices was performed for molding issues and found no damage. Based on the evidence, a root cause was unable to be confirmed. It was concluded that the damage likely occurred outside of the manufacturing facility.

Manufacturer narrative:
Additional 510(k) - k083641. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that the flange of a portex® bivona® aire-cuf® pediatric tracheostomy tube was broken. The tracheostomy tube had been in use for two weeks when the fault occurred. No injury was reported.